Event description:
This is record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., g.1., h.6.

Event description:
Patient reported rupture, "lump" "described as being like a fluid-filled sack". Patient additionally reported "exhausted all the time"; this event is not related to the device. Device remains implanted. This is record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and "lump that is described as being like a fluid-filled sack."

Event description:
Patient reported rupture, "lump" "described as being like a fluid-filled sack". Patient additionally reported "exhausted all the time"; this event is not related to the device. This is record is for unknown side. Device remains implanted.